Event description:
It was reported that pump displayed malfunction alerts related to speaker error, but no events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on resetting pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned.